Event description:
It was reported that this right ventricular (rv) lead exhibited episodes of noise oversensing associated with high out of range pacing impedance greater than 3000 ohms and high out of range shocking impedance greater than 125 ohms. A lead revision was performed and the impedance was showing high out of range in both the device and the pacing system analyzer (psa). As a result, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.